Manufacturer narrative:
The device was returned to zoll medical germany for evaluation. The customer's report was duplicated and attributed to a faulty analog board. The analog board was replaced to resolve the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is not existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device failed the leakage current test. Complainant indicated that there was no patient involvement in the reported malfunction.